Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging eye irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness, headache, hypersensitivity, nausea / vomiting, asthma (new or worsening), kidney disease/toxicity, liver disease/toxicity and lung disease. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer.the device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging eye irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness, headache, hypersensitivity, nausea / vomiting, asthma (new or worsening), kidney disease/toxicity, liver disease/toxicity and lung disease. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The dreamstation CPAP pro was returned to the manufacturer for investigation. The device was applied power and verified airflow. During the investigation, the manufacturer observed an error due to which technician used a fluke multimeter to measure the dc voltage of the battery on the pca (printed circuit assembly). The battery measured .335 volts (dc) and should be 3 volts. The bt1 (3 volt battery) on the pca was faulty. A dust like contaminate on the ui (user interface) panel, ui knob, top enclosure, keypad, rear panel, bottom enclosure, sd (secure digital) cover flip door, blower motor, and the blower box. Evidence of liquid spots with potential mineral deposits on the blower box and the blower motor. The device was returned without the accessory module flip door, sd card, and the philips pollen filter. A keratin-like substance was observed on the blower box outlet. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The manufacturer confirmed that there was no presence of degraded sound abatement foam using a fitt and the associated procedure. There was no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The manufacturer was unable to directly address the symptoms outlined in the complaint. In this report, box d, h has been updated/corrected.